Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving dilaudid (7 mg/ml at .5 mg/day) via an implantable infusion pump. It was reported that the 8780 catheter was damaged during a separate, unrelated pain procedure. During the procedure the catheter was pulled from the intrathecal space and cut. The cut portion of the 8780 catheter was thrown away and the remaining catheter was replaced.